Manufacturer narrative:
The reported event was confirmed as use related. A potential root cause for this failure could be "user deviation from IFU". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the fecal management system product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the fecal management system (fms) was placed for incontinence and lactulose enemas. After four days, the patient reported significant pressure and urge to have a bowel movement and previous shift reported that the fecal management system (fms) had no output even after irrigation, but noted some bleeding around the anus. On removal of the fecal management system (fms), roughly 130ml was extracted from the inflation tube (45ml standard practice) and the patient expelled 200ml of dark blood clot like stool. Patient developed hematochezia and hemorrhagic shock requiring transfer to the medical intensive care unit (micu). On the medical intensive care unit (micu), patient received massive transfusion protocol. Endoscopic evaluation revealed the source of bleeding as a rectal ulcer (likely pressure induced) and a hemostatic clip was placed. The patient subsequently required a repeat procedure, and vasopressors to stabilize. It was also stated that there are two concerns with the design of this device. One is that it lacks a visual indicator of over inflation, which other systems have. Second, the fecal management system (fms), port and irrigation port are adjacent to each other and can be mistaken for each other. They both can receive standard syringes. Per additional information received via email from the complainant on (B)(6)2020 , the "over-inflation" of the device could not be determined from the medical record documentation. The initial inflation rate and how much fluid was withdrawn was not documented. It was also not known if the fluid withdrawn was water, saline or lactulose. Per additional information from the complainant on (B)(6)2020 , the device was inserted on (B)(6)2020 and removed on (B)(6)2020 . The patient underwent two flexible sigmoidoscopy procedures due to active bleeding from a rectal ulcer. The gastrointestinal medicine physician's note on (B)(6)2020 notes the patient remained stable since the second flex sigmoid procedure with no evidence of a rebleed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned

Event description:
It was reported that the fecal management system (fms) was placed for incontinence and lactulose enemas. After four days, the patient reported significant pressure and urge to have a bowel movement and previous shift reported that the fecal management system (fms) had no output even after irrigation, but noted some bleeding around the anus. On removal of the fecal management system (fms), roughly 130ml was extracted from the inflation tube (45ml standard practice) and the patient expelled 200ml of dark blood clot like stool. Patient developed hematochezia and hemorrhagic shock requiring transfer to the medical intensive care unit (micu). On the medical intensive care unit (micu), patient received massive transfusion protocol. Endoscopic evaluation revealed the source of bleeding as a rectal ulcer (likely pressure induced) and a hemostatic clip was placed. The patient subsequently required a repeat procedure, and vasopressors to stabilize. It was also stated that there are two concerns with the design of this device. One is that it lacks a visual indicator of over inflation, which other systems have. Second, the fecal management system (fms), port and irrigation port are adjacent to each other and can be mistaken for each other. They both can receive standard syringes. Per additional information received via email from the complainant on 08jul2020, the "over-inflation" of the device could not be determined from the medical record documentation. The initial inflation rate and how much fluid was withdrawn was not documented. It was also not known if the fluid withdrawn was water, saline or lactulose.